Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of 495, 548 and hi mg/dl. The customer's expected fasting blood glucose test result range is 140 - 210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/19/2017 and open vial date is 09/02/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: hi, 495, 546,548,463.